Manufacturer narrative:
(B)(4) labeling indicates that: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a rash on their stomach on (B)(6) 2016. The patient indicated that they had consulted with their doctor regarding the skin reaction. The date of doctor consultation was not provided. No additional event or patient information is available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.